Event description:
The customer called for help with her meter. She had noticed a decimal point in her readings. Customer service verified the meter was set in mmol/l and assisted the customer in resetting the meter to mg/dl. The customer did not allege any adverse events. The customer was satisfied, and no product will be returned for evaluation.